Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this MDR, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced: vaginal wall feculent drainage, infected pelvic mesh with large rectovaginal fistula, posterior vaginal mesh erosion, adhesions, postoperative hospitalization for 29 days due to: ileus, nausea/vomiting and inadequate nutritional intake. Acute kidney injury, urinary retention, right ureter obstruction with hydronephrosis and hydroureter, persistent low back pain, acute blood loss anemia requiring IV iron, leukopenia, hypokalemia, episodic atrial fibrillation, urinary tract infection with associated urinary incontinence, dysuria and bladder pain/spasms. Abdominal/pelvic mesh removal.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this MDR, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced: ileus, failed voiding trial, posterior vaginal wall, rectovaginal fistula, inflammation, lower pelvic pain/discomfort, vaginal discharge for 2 years, infected mesh, mesh erosion, mesh removal, cystourethroscopy, nausea/vomiting, inadequate nutritional intake, urinary retention, persistent low back pain, acute blood loss anemia, leukopenia, thrombocytopenia, hypokalemia, episodic atrial fibrillation, tape near bladder, urinary tract infection, hematuria, e coli, perivaginal rash. The patient reportedly had a sigmoid / rectum resection with end colostomy and postoperative hospitalization. The patient was very debilitated requiring physical therapy, occupational therapy and prescription medication.